Manufacturer narrative:
The returned product was found to have no complaint, therefore no analysis is required. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was not turning on. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.